Event description:
The facility reported a device that turns itself off. It is unknown when this condition occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
The device will not be evaluated because it is part of a population of devices slated for destruction. The customer has signed over ownership of this device to baxter.